Event description:
The customer contacted beckman coulter inc (bec) to report an ongoing background issue and a clear leak on the bottom right side of the act diff instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. On the day of the event a field service engineer (fse) performed the following: decontaminated the instrument, replaced the air filters, the waste & diluent peristaltic tubing, vic (vacuum isolation chamber), rinse block (probe wipe), hgb lamp, mixing / check valves and pinch tubing located at pinch valves lv14 & lv15. The vl14 and vl15 routes waste out of the instrument to the drain or waste receptacle. Found a clog in pinch tubing in pinch valve lv15, which caused the baths to overflow. Ran clot detection, adjusted valves and hgb lamp output to 3692, ran qc adjusted calibration factors. Reran qc to verify recovery and performed a reproducibility test to verify repair. System validated. The root cause for the leak was a clog in the waste tubing at pinch valve lv15; the background issue was resolved by instrument decontamination.

Manufacturer narrative:
Bec internal identification number is (B)(4).